Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned, the investigation was conducted based on the obtained information, but the cause could not be identified. Therefore, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the medical control unit for endosurgery touch panel was not responsive. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.